Event description:
Philips received a complaint by the customer on the v200 indicating that the devices keys intermittently not functioning. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the reported issues was not found. Found ventilator keys intermittently not functioning. The keypad overlay was defective. The rse informed customer that the part support is not available as this product is end of life and no support available. Recommended to scrap the device and go for unit level upgrade. Repair was not conducted due to the device being at end of life. The investigation concludes that no further action is required at this time.